Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that noise oversensing was observed on this right ventricular (rv) lead. The patient was given a life vest as lead explant was refused. The lead was found to have an insulation break, as verified by fluoroscopy. The rv lead was ultimately abandoned surgically and another lead was successfully placed. No additional adverse patient effects were reported.